Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. Vascular access was obtained through the radial artery. The 90% stenosed de novo lesion was in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. A 3.0mm x 12mm quantum maverick balloon was advanced to predilate the lesion. Upon the third inflation the balloon was partially inflated to 18atms and the balloon ruptured. The physician removed the device from the patient intact and there were no patient complications. The procedure was completed with a different device. Patient status is reported as good.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4)